Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer¿s blood glucose (bg) was approximately 500 mg/dl. The pump supplies were changed and a bolus was delivered. Customer was admitted to the hospital and treated with intravenous fluids/insulin. Cause of elevated bg may have been related to a recent illness; however, a system check was performed with tandem technical support. No device issues were identified. At the time of the report, customer had not yet been discharged. Reportedly, customer discussed the event with a healthcare provider. Although multiple attempts were made by tandem technical support to obtain discharge date, the customer did not reply.